Manufacturer narrative:
Service provider stated the end-user's wife reported the chair did not malfunction in any way to cause the accident. Reports are the end-user and the wife were both walking along a narrow pathway when the end-user attempted to maneuver the device around his wife. Upon attempting this maneuver, the end-user reportedly got too close to the edge of the pathway, lost control of the device causing the chair to drop down and over to the side. This fall allowed the end user to come out of the seating, falling a reported 4 feet. Reports are the client suffered a broken hip due to the fall and is currently at home recuperating. Neither the end-user nor the wife allege the device malfunctioned in any way to cause this incident, but rather an unfortunate turn of events with the end-user misjudging the terrain he was traversing. The device was evaluated by the service provider to which it was reported the device is fully functional with no deficiencies noted outside of physical damages on the legrest assembly that was the result of the event. The DHR was reviewed and unit met specification prior to distribution.

Event description:
Received report of while end-user was walking with his wife, the device was maneuvered in a manner to cause it to fall from a height of approximately 4 feet. The resulting fall resulted in hospitalization to the end-user being diagnosed with a broken hip.